Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 460 mg/dl. The insulin pump is alarming and it will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. No check setting alarm noted. The insulin pump has cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.